Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported there were issues with previous pumps. The patient had been on morphine, dilaudid, and fentanyl in the past. The patient did not tolerate morphine and dilaudid well.